Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
This screw has not been returned, however evidence of the fractured screw has been observed through provided radiographs from the dentist. No lot or order number has been provided. Although a definitive cause has not been determined, review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.